Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that during insertion of the bone screw the tip of the screwdriver broke off. A screw post cutter was used to retrieve the broken pieces of the driver. All of the pieces were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the root cause could not be determined. A batch review was not performed because the lot number is unknown. The labeling review found that the labeling was adequate for the potential use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, baxter cannot determine the root cause. Since the lot number is not available a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 alarm (air in line) on the homechoice (hc) machine during drain 1 of 4. The technical service representative (tsr) assisted the home patient's (hp) caregiver (cg). The cg states that the hp had disconnected to use the bathroom, but then reconnected before the alarm occurred. The tsr advised the cg to have the hp disconnect and start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010 regarding the patient disconnecting and reconnecting. According to the nurse the patient has resumed successfully. There was no patient injury or medical intervention associated with this event.